Event description:
E-mail received from consumer indicating experiencing a rash from the insulin syringe. Has recently switched to short needle and wanted to know if this is a possible side effect. Pt visited their doctor who put pt on benadryl and prednizone. Pt also mentioned elevated glucose levels.